Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that they had visited the emergency room and was in intensive care unit on (B)(6) 2019 due to diabetic ketoacidosis and high blood glucose level with blood glucose level was over 600 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they were sleepy and not well. The customer reported that they treated high blood glucose level by blousing and was given insulin at the hospital. The customer did not allege the insulin pump for under delivery. The customer declined to test the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).